Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.6 cm saccular thoracic aortic aneurysm in zone 4 approximately 26 months ago. The proximal aortic neck measured 24 mm in diameter and 90 mm in length. The proximal and distal non-aneurysmal neck was 24 mm in diameter. There was mild calcification proximal and distal. Two stent grafts were initially implanted and the amount of overlap at the time of implant is unknown. The procedure was successful and there was no endoleak. Approximately six weeks ago the patient presented for routine follow-up and it was observed that the distal stent graft had migrated proximally. The CT revealed the stent graft had migrated about 1 stent ring length. The current size of the aortic aneurysm is 5.2 mm and no endoleak was noted. One month ago a valiant stent graft (B)(4) was implanted to address the migration. The exact cause of migration was unknown; however, the talent stent grafts were implanted in an angulated portion of the thoracic aorta (the aneurysm is located in the angulated region of aorta). The procedure was successful. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration); patient's condition affected effectiveness of device (angulated thoracic aorta). Conclusion: device failure/lack of effectiveness related to patient condition (angulated thoracic aorta).